Event description:
It was reported that the 2.0mm drill bit (71175021) got stuck inside the 2.0/2.7mm drill guide (71174934) during surgery. No delay reported. The procedure was completed with a smith&nephew back up device.

Manufacturer narrative:
The devices, used in treatment, was not returned for evaluation. Per photos attached to the complaint, the drill bit is stuck inside the drill guide. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaints will be reopened.